Event description:
It was further reported that target lesion 1 was 20mm long with reduction I stenosis to 0% post stent implantation. A wire was passed into the diagonal branch and across the lesion but it was determined tha the vessel was "quite small and that revascularization would be risky and of little benefit". Seventy four days after the procedure, the pt underwent cardiac catheterization to evaluate progressive unstable chest pain and shortness of breath. Echocardiogram revealed progressive narrowing of the aortic valve and deterioration of ventricular function. Cardiac catheterization at that time, revealed left main normal, lad widely patent stent in the mid segment, borderline disease noted proximal to the stent at the level of the diagonal branch, no significan proximal or distal lad disease, left cx no significant disease, rca 100% occlusion proximally without collaterals. Attempts to cross the critically stenosed aortic valve were unsuccessful. A coronary artery bypass grafting (CABG) and an aortic valve replacement were recommended. One month later, the pt underwent an aortic valve replacement and lima to the lad. In addition, the lv lead was replaced due to lead failure. Several hours post CABG and valve replacement, the pt had a sudden ventricular fibrillation cardiac arrest. He was defibrillated and ressuscitated. His blood pressure normalized and he was neurologically intact several hours later. Troponin, post-arrest, was elevated to 28. Two transesophageal echocardiograms done post-ooperatively showed lvef 30-50% with no wall motion abnormality and severe lvh. The aortic valve was noted to be in good condition position with no evidence of insufficiency. Throughout the next twenty-four hours the pt struggled with cardiogenic shock despite being treated with an epinephrine drip and volume loading. The pt had worsening acidosis and renal shutdow. The pt did not tolerate continuous renal replacement therapy and subsequently required increased levels of vasopressors. The next day, the pt had low cardiac output. An intra-aortic balloon pump was placed. ECG showed av paced rhythm without atrial capture. It later appeared that the permanent atrial pacemaker and temporary external pacemaker were not functioning. The pt underwent a temporary atrial pacemaker insertion. The next day, the pt had a cardiac arrest. A decision was made by the amily not to proceed with resuscitation. The pt expired from aortic stenosis and severe left ventricular hypertrophy.

Event description:
Clinical study it was reported that 102 days after a coronary artery drug eluting stenting procedure the patient expired. The lesion being treated in the index procedure was a 3.0mm, 90% stenosed mid left anterior descending (mid lad) artery. The physician treated the lesion with predilation and successfully placing a taxus express2 8.8% 3.00x28mm drug eluting stent in the target lesion. There were no complications. The patient was discharged the next day. At the 6 month follow-up it was reported that the patient had expired 102 days after the procedure. There was no autopsy. In the opinion of the physician the cause of death is post aortic valve replacement surgery and permanent pacemaker failure, and the relationship of the patients death to the target vessel is not related.